Event description:
The ge oec 9800 fluoroscopy system was reported to have a plug that was not working.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the system operation as intended. All connections and plugs evaluated and found no issues. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.